Event description:
It was reported that during the use of the product, a 'no message' alarm went off. Also, the tubing was found located out of the tubing guide. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation: two photos provided. One disposable outside of its original packaging. Photo two show the front view of disposable. Photos 3 and 4 show the top view of the disposable. Photo 5 shows disposable in the latch pressure plate section. The sample was received with its original packaging, in after used condition, decontaminated and inside in a plastic bag. No damage, kinks, bad assemblies, or deformations that could cause the failure mode reported. Functional testing first pump: sample was connected to pump and no alarms were activated. Functional testing second pump: sample was connected to a second pump and no alarms were activated. No root cause determine due complaint was not confirmed. No actions taken due complaint was not confirmed. Conclusions: failure mode could not be duplicated by functional testing, complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.